Event description:
Related to manufacturer report # 2183959-2014-00405 thru 2183959-2014-00407. It was reported the patient experienced frequency and urgency of micturition following the implantation of an elevate pc anterior graft. Physiotherapy was done on (B)(6) 2013. The event resolved on (B)(6) 2013. No further complications were reported in relation to this event.